Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was treating a lesion in the left proximal sfa, reported as cto, moderately calcified and non-tortuous. Post usage of balloons a 'hazy' area of 30mm was noted in the mid portion of the treated segment. The physician completed multiple inflations with a separate balloon with some improvement of angiographic status, and flow remained brisk. Physician felt this was likely a dissection, type b with some thrombus. Physician then used a 6fr export ap catheter and extracted 40cc blood. Upon filtering the blood there was some thrombus and what he felt looked like an unknown blue-grey material. The physician did not feel the material was from any part of the devices but just a "different" finding. Patient was noted to have bilateral pulses +3 post procedure, +2 prior on the effected side and distal angiography revealed 3 patent tibial vessels. Patient was discharged the next day and the physician stated there was no physical effect noted.